Event description:
Dobutrex 5mcq/kg/min ordered and started per imed infusion pump. Rate set at 5.9 cc/hr. Two and a half 250cc bags infused over approx 18 hrs. No pt injury. Tubing of the administration set reveals a flaw and treated a free flow condition.